Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) replacement surgery because the device was too short. All components were replaced with no patient complications.

Manufacturer narrative:
The implant date, lot number, manufacture date and expiration date were unable to be obtained through good faith efforts. The data was obtained through a review of the surgical history previously provided by the physician.